Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "check electrodes" message with multiple multi-function cable attached. Complainant indicated that there was no patient involvement in the reported malfunction.